Event description:
The customer reported that the system shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker was reset and the power plug was repaired during the service call. The system was tested and found to be working as intended and put back into service.